Event description:
The account alleges that during use the tip of the catheter broke off inside the patient while trying to pass through the thrombus multiple times. This occurred while attempting to pass a clot in the left illiac vein. The tip of the catheter became lodged within the clot. The tip of the catheter was not retrieved and remains within the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.